Manufacturer narrative:
Findings: unit received with cracked case on reservoir tube window corners, broken off reservoir tube lip, cracked battery tube threads, and missing reservoir tube o-ring. Reservoir not locking properly into reservoir tube lip due to reservoir lip broken off.

Event description:
A customer reported via phone call indicating physical damage in the reservoir chamber of their insulin pump. The customer states that the reservoir does not lock in place. The customer's blood glucose level was 135 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.